Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, and the pump touch screen was reported unresponsive, and timing off sooner than expected. The customers blood glucose level was estimated at 400 mg/dl. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.